Event description:
When opening the front bed side panel, it broke in two pieces. The acrylic part breaks very easily if the panel is not properly lifted before moving it down to open it. This issue has happened in many occasions and could cause minor injuries to the care provider or patient. If you have a 12" high panels, in order to replace any of them you need to order a set of 3 panels under part number m1179223, it cannot be ordered as a single item.